Event description:
While using a byte day aligners, patient reported that their tooth is lose. Advised patient to see dentist and to get letter of recommendation for evaluation, support provided as needed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.